Manufacturer narrative:
No frozen screen noted. After installation battery, pump received with unresponsive keypad at ok, exit and right buttons. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self-test or verify unexpected battery power loss alarm due to unresponsive keypad button. Successfully downloaded history files and traces using thus. Found multiple stuck key alarms on event date 11/07/2024 21:27:33, 11/07/2024 21:37:00.000. Pump was cut open to perform visual inspection and found moisture damage to the keypad cable, keypad connector, pcba1. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. No frozen screen noted. Unable to verify unexpected battery power loss alarm due to unresponsive keypad buttons. Pump received with unresponsive keypad at ok, exit and right buttons and stuck key alarms in file history due to moisture damage electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, keypad/button unresponsive/button error, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported a frozen screen. Buttons were not responsive and time clock did not advance. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1712k was requested and customer response was the device will be returned.